Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that all procedure steps were done as foreseen. During withdraw, the whole system was removed, and the anchor was not visible. There was no hemostasis and manual compression was done with success. There was no significant delay of the procedure. The customer cut the device to see, if the anchor is still in the system or got lost in patient. The anchor was still in the angio-seal system. The procedure being performed was a percutaneous transluminal angioplasty (pta). Hemostasis achieved by manual compression for 15 minutes. A 6fr procedural sheath was used prior to the vcd device. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was not greater than 250cc. The patient was in stable condition. It is unknown if there were any other equipment or devices used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. The distal tip of the sheath was found to have been intentionally cut open in order to verify the presence of the anchor. No other damage or deformation was identified on the device. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined, but the likely cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.